Event description:
It was reported that the procedure performed was to treat a de novo, heavily calcified, mildly tortuous superficial femoral artery that is 80% stenosed. The 5.00x80mm Absolute Pro self-expanding stent (SES) delivery system over a 0.035" guidewire was advanced to the target lesion. Once at the lesion after partially releasing the SES, the thumbwheel became stuck. The sheath, guiding catheter, and SES delivery system were withdrawn as one unit and another same size device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported Activation Failure and Mechanical Jam were unable to be confirmed. Production record and Corrective and Preventative Actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to the circumstances of the procedure as it is likely that interaction with the heavily calcified, 80% stenosed anatomy resulted in the noted stent sheath kink preventing the shaft lumens from moving freely; thus resulting in the reported Activation/deployment failure and reported Mechanical Jam. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.